Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured between august 19-20, 2025. This report was originally submitted to the FDA through the emdr 1416980-2026-02147 on 06/26/2026. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not completely administer the medication during a patient infusion. At the 48-hour mark, the entire contents of the pump had not been delivered. To address the issue, the infusion was extended to 72 hours, after which the pump was removed to resolve the issue. The device was filled with 72 ml of fluorouracil and 25 ml of 5% glucose. There was no report of patient injury and no medical intervention was required as a result of this event. No additional information is available.